Event description:
It was reported that a couple of days after surgery, this 75 y/o female patient left shoulder originally had an exactech reverse shoulder implanted (approx. 7 months ago), it became infected so the surgeon decided to take everything out and let it heal. Last week we used a trauma long stem and cta head. Unfortunately, the patients soft tissues didn¿t allow the cta head to be to proud and put pressure on the sutures superiorly. The surgeon used a size 7mm standard stem with a 38mm cta head to help reduced pressure on the soft tissues. The 7mm stem was cemented in. Patient was last known to be in stable condition following the event. Devices are not returning. First event stated is captured in 1038671-2022-00706 / case-(B)(4).

Manufacturer narrative:
Concomitant device(s): 300-20-02, (B)(4) - equinox square define screw drive kit. 306-01-08, (B)(4) - equinoxe, humeral long stem 8mm 175mm. 310-22-47, (B)(4) - cta humeral head tall, 47mm.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of surgical revision for pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and previous joint infection.